Event description:
It was reported that during an exploratory laparotomy with bilateral salpingo oophorectomy procedure, the device would not fire then the surgeon opened the device and fired it again and it still would not fire. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). One piece sled. The (B)(4) instrument was received with no visual non-conformances. The device was loaded with a partially fired reload. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. In addition, the clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the devices. The device was disassembled to verify the condition of the internal components and the closing trigger return spring post was noted to be broken, not allowing the device to properly open when the release button was depressed. However, the device could be opened by applying reverse force to the trigger. Although no conclusion could be reached on what caused the post to break, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.